Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported. It was noted that the actual residual volume was greater than the expected residual volume at the patient's last two refills ((B)(6)). The amount was noted to be "around 3 ml," but it was later noted that the actual residual volume was 8 ml and the expected residual volume was 4 ml. It was reported that the patient's physician "pulled csf back" at the patient's refill on (B)(6) and indicated that the drug was "ree flowing." The patient was noted to have been "really uncomfortable" at that visit, and was noted to have had "all the classic symptoms of withdrawal." The patient was reported to have had an elevated fever, seizures that had been occurring more frequently, shaking, and clonus. The patient was admitted to the hospital. Troubleshooting indicated that the patient's healthcare provider was able to draw back on the catheter access port, and it was noted that there were not patient symptoms or injuries related to this event. The medication used within the system was baclofen. Additional information was requested but not available at the time of this submission.

Event description:
Additional information: it was reported that the patient had experienced intermittent withdrawal symptoms beginning with an elevated temperature and seizures on (B)(6) 2012. There were volume discrepancies at past refills. There was 10.1 ml left in the pump with an expected volume of 4 ml. The next refill there was 8.5 ml in the pump with an expected volume of 4 ml. At the most recent refill the volumes were not off "by much". The healthcare providers (hcps) suspected that too much pressure in the patient's brain was affecting the delivery of the baclofen from the pump. The patient underwent a ventriculostomy to release pressure on (B)(6) 2013 due to 3rd ventricular stenosis. The patient did not have a shunt implanted. The patient was still having symptoms and had one seizure following the procedure. The patient was given 10 mg of oral baclofen, but this "did not work". The patient was then given dantrium. The patient was being weaned off of the oral medication, but he had another seizure and was put back on dantrium. The patient responded to a therapeutic bolus, but was still tightening up "at times". It "took a while to know" the patient was in withdrawal because the patient was unable to communicate. The patient had been hospitalized three times for the pump. The patient was hospitalized twice before the procedure to relieve pressure on his brain.